Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products : 103204 632950 taperloc por fmrl 10x140, 139252 726480 m2a-magnum 42-50mm tpr insrt-6, 157448 999160 m2a-magnum mod hd sz 48mm.

Event description:
It was reported patient underwent initial right total hip arthroplasty. Subsequently, the patient was revised approximately 9 years post implantation due to pain, aseptic loosening, and decreased function of the right hip. During the revision procedure, a large cavitary lesion was noted in the acetabulum with surrounding tissue damage and metal staining. An extended trochanteric osteotomy was performed to remove the femoral stem that was well fixed. All zimmer biomet products were removed and a competitor system placed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of device is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports0001825034 - 2018 - 09374.

Event description:
It was reported patient¿s left hip was revised approximately 9 years post implantation due to aseptic loosening about the hip with cavitary lesions through the acetabulum and trochanteric region of the femur. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of medical records/ radiographs received. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: aseptic loosening secondary to altr. Greater trochanter devoid of any gluteus medius tendon attachment. Black stained reactive tissues resected acetabular component removed, cavitary lesion central to the acetabulum was filled with dark gray/black avascular matter¿central wall of the acetabulum was completely absent, muscle fibers of the obturator internus were exposed, 4cm defect noted, allograft bone used to fill defects DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Notification date:12 sep 2018**revision due to loosening.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.